Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirted during the priming. Customer's blood glucose value was unknown at the time of the incident. Customer stated that battery cap was jammed and insulin pump received random no insulin delivery alarm. Customer stated that insulin pump setting was lost. The device will not be return for analysis.